Event description:
It was reported the device leaked at the disposable connection prior to use. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: six (6) samples were received in used conditions without original package. Visual inspection results: it was observed a lack of solvent in the bond connector and the reflux connector this issue could cause leakage or another functional fail test. Therefore, failure mode can be confirmed. Functional test in samples provided: based on manufacturing procedure and failure mode reported, we performed a leakage test on samples provided, to verify if leakage can be confirmed which can be caused by lack of solvent detected previously in visual inspection. Results: based on the leak test results, the reported failure mode is confirmed. The customer stated problem was duplicated. The cause of the reported problem was traced to the manufacturing process. Awareness notification was performed to the personnel on (B)(6) 2022 to explain the importance of adherence to manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device.